Event description:
It was reported that when the field service tech was attempting to set up the ventilator, the ventilator went inop with audible and visual alarms. The ventilator was not connected to a patient when the reported problem occurred.